Event description:
Reportedly, an error occurred during a follow-up interrogation. The error message displayed on the programmer screen indicated that the memory could not be read and that the program had to close.

Manufacturer narrative:
Analysis of the provided expertise files confirmed the reported behavior, as an error message was displayed on the programmer screen right after the user decided to close the session. In-depth analysis revealed that the observed issue resulted from a crash of a dynamic link library (dll) when ending the interrogation. It should be noted that normal refunctioning was restored at the next interrogation.

Event description:
Reportedly, an error occurred during a follow-up interrogation. The error message displayed on the programmer screen indicated that the memory could not be read and that the program had to close.

Event description:
Reportedly, an error occurred during a follow-up interrogation. The error message displayed on the programmer screen indicated that the memory could not be read and that the program had to close. Preliminary analysis revealed that the observed issue resulted from a software crash.

Manufacturer narrative:
Preliminary analysis revealed that the observed issue resulted from a software crash.